Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up with shortness of breath on (B)(6) 2018. Upon review, the pacemaker exhibited backup vvi operation. A device download was performed successfully. The patient was stable and will continue with regular follow up.